Event description:
The device was explanted and replaced, returned to the manufacturer, analyzed, and subsequently tested out of specification. Later review of manufacturer's database revealed the patient died 11 days after the replacement surgery. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/21/2010 revealed the patient had died. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.